Event description:
Health care professional reported a capsular contracture baker grade lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade lv.

Event description:
Health care professional reported a capsular contracture baker grade lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: observed red biological tissue. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Health care professional reported a capsular contracture baker grade lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20dec2023.

Event description:
Health care professional reported a capsular contracture baker grade lv. This relates to the left side. Device has been explanted and replaced with a non allergan device.